Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a communication failure. The technical support specialist (tss) dialed in, accessed the communication sled and power shell, restarted the data base synchronization services and confirmed that the disconnected icon disappeared. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.